Event description:
Revision surgery was performed to replace a loosened acetabular shell, as well as, the acetabular insert and femoral bearing head. The surgeon's operative report also made note of black discoloration within the joint.